Event description:
Per the clinic, the receiver/stimulator appeared to have migrated post implantation. Patient underwent a surgical procedure to reposition the receiver/stimulator on (B)(6) 2012, and it was found that the mp1 ground electrode had also been displaced inferiorly. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed july 1, 2013.

Manufacturer narrative:
(B)(4).